Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 186 mg/dl. Customer told they had to go to the hospital. Customer woke up and she experience pain in her legs. Customer found shots in the house and used it to deliver insulin. The customer was treated with manual injection. It was unknown whether the customer used auto mode or not. The device will not be returned for analysis.